Manufacturer narrative:
Initial

Event description:
It was reported that the user entered multiple false meal announcements on the ilet, apparently using meals as correction for high glucose, which led to a subsequent low glucose; the highest reported glucose was 371 mg/dl and the lowest was 44 mg/dl, and the device component implicated was the user interface with a medical device problem characterized as improper or incorrect procedure or method. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user¿s caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.